Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx etco2 was not calibrating and indicated readings lower than expected. There was no patient involvement.